Event description:
Related manufacturer reference number: 2017865-2022-13977, related manufacturer reference number: 2017865-2022-13980, related manufacturer reference number: 2017865-2022-13981. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cerebral infarction. The patient had also experienced shortness of breath, hypotension, syncope, arrhythmia, discomfort and stroke prior to the reported death. No additional information was reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.